Event description:
During product service by a service technician, a flogard infusion pump presented an f-94 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation information: the device was serviced on-site. An alarm log review, visual inspection, power on self-test and battery testing were performed. During the alarm log review and the power on self-test the f-94 alarm was identified. The cause of the condition was determined to be a defective/inoperative battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.